Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye but the lens remains implanted. It was additionally noted "doing great happy with vision, 0 complaints. Tear in iol not visible on undilated state of eye". The cause of the event was reported as the device.